Manufacturer narrative:
A3b: gender: requested, not provided. A4: weight: 89.7 kg. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. A review of the device history record of the product code/lot number combination was conducted with no findings. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported an unknown issue with the angio-seal device involved. It appeared that the string did not unravel, and the entire device came out of the patient's body when pulling back. The device did click in and out as normal. The footplate did not lock when the device was clicked out, therefore, the entire thing came out. The device was cut to confirm nothing was left inside the patient. There was no blood loss. The reported event did not result in patient injury or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury. Additional information was received on 20 may 2024: the procedure performed was a left heart catheterization using a 6 french terumo rss602. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There was no patient harm, and the patient went to recovery in stable condition. Hemostasis was achieved by manual pressure. No equipment or other devices were used with the involved angio-seal.